Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a distal tibia plate broke post-operatively. The patient had a plate implanted in distal tibia and fibula. The distal tibia is the broken one. Patient is an old lady and had diabetes. During the follow-up, her wound healing was a bit slow; there was no sign of infection found. The patient had gone to another clinic. That clinic said the patient had an infection and the plate was broken. The plate removed in the clinic (about 3 months after initial surgery). The patient didn't get another implant after that. So, she has only the fibula implant (a synthes 1/3 tubular plate) remaining. Without the tibia plate, the fibula is getting worse as well. The patient had indicated she had not walked after the initial surgery. The surgeon thinks the patient may have put pressure on it when standing up or walking. The patient will under a revision procedure soon, but it is not known exactly when that will happen. The plate broke at a screw hole; however, it is not known if there was a screw in that hole. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact age or date of birth is unknown; patient described as an old lady. Unknown (was about three months after being implanted). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.